Event description:
It was reported that on (B)(6) 2024, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4. A xtw (lot: 40214a2032) was chosen for implantation. During insertion, the clip delivery system blue marker was aligned with the steerable guide catheter (sgc) blue alignment marker. The xtw was unable to be keyed with the steerable guide catheter (sgc) resulting in the xtw moving in the wrong direction when medial knob was applied. Troubleshooting was performed, but was unsuccessfully. A replacement xtw was then used to complete the procedure, reducing mr to grade 2. There were no patient consequences or clinically significant delay.

Manufacturer narrative:
The device will not be returned for evaluation as the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported sleeve steering issue (moving in the wrong direction when medial knob was applied). There is no indication of a product issue with respect to manufacture, design, or labeling.